Event description:
The facility reports, as the clinical instructor and three students were positioning the unit prior to raising the resident, the band grip from the lift frame portion of the spreader bar came off. As this came off, the spreader bar spun and hit the resident above the left eye. The resident sustained a laceration which was treated with sterile strips by the facility physician.

Manufacturer narrative:
According to the report, the lift was working to specification, but there were other issues which would render this system as unserviceable. The lift frame was loose, causing it to drop freely. The handle bar was loose, and the console cover plate was broken. Wear to the inner mast assembly was indicated by traces of metal shavings on the chassis cross member assembly. Pictures of the lift showed a lot of scratches to the chassis, legs, mast, and jib assembly. An unauthorized alteration of the equipment was also done with a flat washer on the scale cover on top of the jib assembly. As per the general condition of the lift, the manufacturer concludes the incident may be due to a general lack of maintenance. The lifter preventive maintenance schedule states the personnel must "inspect the condition of the friction disks within the two pivot joints. If found damaged of glazed, replace as necessary" and "make sure the handgrip is secure. If not, rebond using bostik 1782." Proper maintenance would have detected the handgrip problem. Four requests were made to obtain the facility's maintenance records, but these were not provided. The manufacturer recommends the facility permanently put the unit out of use. All lifts at the facility with this type of spreader bar should be inspected by an arjo technician, paying special attention to the friction mechanism. Maintenance personnel should be retrained on the proper lift maintenance, as directed in the preventive maintenance schedule. Lift operators should be retrained on safe use of the lifts, including not using a unit with a loose spreader bar. All activities should be documented.